Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, hydromorphone, and ketamine via an implantable pump for spinal pain. The pump was currently administering fentanyl with concentration 25.0 mcg/ml at a dose rate of 21.813 mcg/day, hydromorphone with concentration 25.0 mg/ml at a dose rate of 21.813 mg/day, and ketamine with concentration 25.0 mg/ml at a dose rate of 21.813 mg/day. It was reported that the patient has had bad headaches since she was (B)(6) and also had hip problems due to old age. The patient¿s pump was alarming. The alarm was multi-toned and the sound was consistent with a pump alarm. The patient was visiting a friend and they heard the alarm; however, it wasn¿t until later that it was determined that it was coming from the patient. It was noted that the patient goes to the clinic frequently for various reasons and she went on (B)(6) 2018 for her hip though she thought it was for a pump refill. When she arrived at the clinic, the visit was noted as being only for her hip and not for a pump refill. They checked the printout which said to have a refill no later than (B)(6) 2018. Regarding the visit to the clinic, the patient was told that she didn¿t have a refill scheduled for that day. It was noted that typically the next refill was scheduled right after the current refill. It was further noted that the pump probably needed to be filled up. It was added that the patient went earlier than the schedule date to have her pump filled, but she was advised that it didn¿t need to be filled up yet at that time. The patient experienced a return of symptoms. The patient experienced headaches that were described as being really bad; the reason for the pump. The change in therapy/symptoms was described as having occurred gradually. No further patient complications have been reported as a result of this event.